Manufacturer narrative:
D9: date returned to mfg on 4/5/2023. Received device ln 30010-04-83 sn (B)(6). Single list UDI. The customer¿s complaint of abnormal odor or smoke smell coming from the device was confirmed. The device will not power on in either ac or dc power mode. Device failed self-test as a result. Inspected the battery and main power supply. The battery was not installed correctly, and the power supply had burnt components. Replaced the main battery and main power supply. Device now powers on in ac and dc power modes. Device passed self-test with no error alarms. Probable cause for the device not powering on and abnormal odor or smoke smell is burnt components on the main power supply and that the main battery was not installed correctly. The 12-month service history was reviewed and there was no similar events found.

Event description:
The event involved a plum 360 infuser that had an out of box failure (oobf) and newly purchased. When the customer unboxed the device, they noticed an electrical burning smell. There was no patient involved and no harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received.